Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00002 and 3008264254-2017-00003. (B)(4). A non-sterile orbit galaxy cmplx xtrasoft coil 2.5x5 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped and it was found kinked. The support coil, gripper and the embolic coil were found outside of the introducer. The introducer, gripper and the embolic coil were inspected under microscope; the introducer was found kinked, the gripper was found without damage and the embolic coil was found stretched. The functional test cannot be performed due to the kinked condition noted on the introducer. A review of the manufacturing documentation associated with this lot 17389186 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil introducer ¿ zipping difficulty re-zipping¿ was confirmed. The cause of the failure experienced appears to be due to the kinks found on the introducer which apparently were caused by applying excessive force on the devices but it could not be conclusively determined. Neither the analysis nor the DHR suggests that the failure reported could be related to the manufacturing process; procedural factors appear to have contributed to have this failure. No corrective action will be taken at this time.

Event description:
As reported by healthcare professional, during procedure, these coils had resheathing failure. The physician used same like product to complete the procedure successfully. The coil reported to have resheathing failure orbit galaxy complex xtra soft coil 2.5x5 (640cx2505/ 17389186) and orbit galaxy xtra soft coil 3.5 x 9 (640cx3509/17381622 & 17425930) . It was initially reported that the complaint product is available for return.